Manufacturer narrative:
The reported event of failure to connect lv lead was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of the device header and connectors found no anomaly contributing to reported field events. Functional testing was performed indicated device was within normal range of operation. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, it was discovered that the lead failed to advance and connect into the header of the ICD. The ICD was not implanted, and a replacement was successfully implanted on (B)(6) 2026. The patient was stable throughout.